Manufacturer narrative:
Review of the device history record (DHR) and other quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer stated that two tampons came apart upon removal and tampon pieces remained inside of her. She stated she is confident she was able to remove the remaining pieces and did not seek medical treatment.